Manufacturer narrative:
A getinge fse evaluated the unit and observed thin vertical line on the display & spreading of color from left end of the screen, he suspected that display is been damaged physically, if issue increases need to replace lcd display. The fse also observed that system didn¿t work on battery, he checked power supply charging voltage found it to be ok. The battery charging indicator was not blinking, the fse checked battery voltage, it was showing 18 vdc. Hence need to replace batteries. It was later reported that the customer is not interested in purchasing the batteries and they are using the battery from another unit until they get new batteries. The customer is using the unit for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complaint initial reporter name and address: (site name): (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display issue & no battery support. Observed thin vertical line on the display and spreading of color from left end of the screen. Also observed system doesn't work on battery. There was no patient involvement.